Event description:
It was reported that this patient presented to the hospital with dizziness. Device interrogation identified the device had declared end of life (eol) and reverted to pacing output of 50ppm. The previous device check, 8 months prior, showed 2 years remaining longevity. The patient is paced 100 percent in the right ventricle (rv). Therefore, a temporary pacing wire was interfaced to the implantable pulse generator and the device was scheduled to be replaced in two days. No additional adverse patient effects were reported. It was reported that the device was successfully explanted and replaced. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this patient presented to the hospital with dizziness. Device interrogation identified the device had declared end of life (eol) and reverted to pacing output of 50ppm. The previous device check, 8 months prior, showed 2 years remaining longevity. The patient is paced 100 percent in the right ventricle (rv). Therefore, a temporary pacing wire was interfaced to the implantable pulse generator and the device was scheduled to be replaced in two days. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. It was reported that the device was successfully explanted and replaced. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital with dizziness and a heart rate of 50 bpm. Device interrogation identified the device had declared end of life (eol) and reverted to pacing output of 50ppm. The previous device check, 8 months prior, showed 2 years remaining longevity. The patient is paced 100 percent in the right ventricle (rv). Therefore, a temporary pacing wire was interfaced to the implantable pulse generator and the device was scheduled to be replaced in two days. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. It was reported that the device was successfully explanted and replaced. The device is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.